Event description:
The pump and catheter were removed due to infection. The patient symptoms and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the patient's medical history included an apparent spinal serum leak following replacement. Perioperative antibiotics were administered, and the date of the onset/diagnosis of the infection was (B)(6) 2014. The patient had meningitis. The infection symptoms included meningeal signs/symptoms and an incisional wound opening, and the infection was located at the catheter/lead track. A culture from the csf (cerebral spinal fluid) was obtained and the organism cultured was candida; it was questioned whether there was contamination. The treatment included IV antibiotics and the patient outcome was no drug withdrawal until removal. The risk factors that applied to the patient prior implantation of the device was "malnutrition or extremely thin." It was also noted that the patient was discharged and was on "IV abd."

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(4) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4). Device evaluation summary: analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly; ¿sutureless connector - tear in seal near guide ring¿. Interrogation of the pump indicated that the device system was delivering lioresal-baclofen.